Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon review of the lot history records, nonconformances were discovered relating to device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. FDA correction/ removal reporting no: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor smooth round moderate plus profile breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during a physical exam with a medical professional. Mammogram imaging was also performed. As a result, the patient underwent bilateral removal and replacement with 450cc mentor smooth round moderate plus profile saline breast implants (B)(6) 2022.

Manufacturer narrative:
On november 11, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 3.5 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).